Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had no function. Therefore, the reported condition was confirmed. The device was dismantled and it was determined that the fins on the device were poorly maintained and became brittle. The assignable root cause was determined to be due to poor maintenance and missing service. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the reporter's address and phone number were not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 of the same event. It was reported from (B)(6) that during a femoral trochanteric fracture surgical procedure, it was observed that an air leaking noise came from the connected portion between the compact air drive device, lubrication adapter device and air hose device while in use together. It was further reported that the compact air drive device did not work properly. According to the report, the surgeon repeatedly tried to detach and reattach the air hose device and lubrication adaptor device from the compact air drive device to confirm whether they were correctly assembled but the compact air drive device did not work well. There was a ten minute extension to the surgical procedure. A spare device was used to successfully complete the surgical procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.